Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA.

Event description:
While removing the PICC line it got stuck, as a result the surgery team has to be called for PICC line removal. No cleaning agent was used directly over the line. The fluids given through line included IV fluids, and infusion that are commonly used in neonates. In cases where the PICC line got stuck or broke in the patient's body, the patient was moved to or for the line removal. Such incidents of line breakage can increase the patient length of stay, increase their cost of health care and also increase the risk of central line associated infection. There are repeated incidents of PICC line damage and oozing.

Manufacturer narrative:
This complaint could not be classified, as the faulty sample was not returned. Without the sample,the error pattern can neither be verified nor disproved. Since we received neither the initially announced faulty sample nor an image showing the defect to this day, no investigation is possible. If any difficulties occur when removing a catheter, excessive tensile force should not be applied and the removal should be stopped first. It is helpful to examine the catheter path with ultrasound to analyse the reason for the blockage when removing the catheter. A warm compress over the catheter path stimulates vasodilatation. Gentle mobilisation of the veins on the surface of the skin can be helpful. Catheter removal should be attempted again at a later appointment if it is still unsuccessful. Lastly, the protocol of the respective hospital for difficult catheter removal must be followed. Problems during catheter removal can also be caused by fibrin formation. This may be a result of a patient's reaction. This can occur in very rare occasions and can have various reasons: allergic patient reaction to latex if latex gloves (even unpowdered ones) are worn during insertion. Allergic patient reaction to pur (in very rare occasions). Poor/unfavourable catheter placement, so that the intima is irritated by catheter movements the presence of hospital bacteria (on the catheter tip). Regarding catheter removal the IFU states: once the course of treatment has been completed or the catheter needs changing, the catheter must be removed carefully. Place a gauze swab lightly over the insertion site. Do not apply pressure. Maintain swab in place and withdraw the catheter slowly with sustained gentle traction. Having checked the batch history records; no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are six further complaints for batch: 040424gs and one further complaint regarding a catheter, which is difficult to remove, on code 1261.203 within the last three years. Due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us the faulty sample.

Event description:
While removing the PICC line it got stuck, as a result the surgery team has to be called for PICC line removal. No cleaning agent was used directly over the line. The fluids given through line included IV fluids, and infusion that are commonly used in neonates. In cases where the PICC line got stuck or broke in the patient's body, the patient was moved to operating room for the line removal. Such incidents of line breakage can increase the patient length of stay, increase their cost of health care and also increase the risk of central line associated infection. There are repeated incidents of PICC line damage and oozing.